Event description:
It was reported that intermittent audio output occurred. The patient experienced no symptoms but had hypoglycemia with loss of consciousness resulting in a motor vehicle accident. An ambulance was called and the bg was 40 mg/dl. The patient was treated with sugar and observed in the hospital for an unspecified period of time before being released. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.